Manufacturer narrative:
Medical review of the provided information by a clinical consultant determined that cup malposition in absent anteversion caused an exposed anterior rim of the cup which lead to psoas impingement required the reported event. Device remains implanted

Event description:
Patient presented with painful hip requiring revision surgery. The revision surgery replaced acetabular insert and femoral head.